Event description:
It was reported that the patient presented with an adverse event of bacteraemia infection spreading to spine. The pacemaker (pm), atrial lead and right ventricle (rv) lead were explanted. The patient was recovering post procedure.

Event description:
New information received that patient was stable post-procedure, and the physician did not allege that the infection is related to the product and the procedure.

Manufacturer narrative:
The device was returned and interrogation results were normal and visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.